Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine in office check, the patient was sitting and experienced an increased heart rate of 90bpm. Minute ventilation (mv) was on with a response factor (rf) programmed to 10. Additionally, right atrial (ra) lead pacing impedance measurements were greater than 2,000 ohms, with observed noise. Technical services was consulted and discussed troubleshooting. Additional information was sought from the local area sales representative, however, at this time, additional information was not available. To date, no adverse patient effects were reported as a result of this clinical observation.